Manufacturer narrative:
The reported 180 degree cuff stitch right intended for use in treatment, has been returned for evaluation. The distal tip has been broken off and was not returned for evaluation. The devices shaft is bent. Examination of the break area shows no material voids. The break area does exhibit plastic deformation. The condition of the device indicates it was subjected to excessive forces during use. Per the devices instructions for use under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy, the device broke. Broken pieces were removed from patient using tweezers. The procedure was completed with the same device. No delay or patient injuries were reported.

Event description:
It was reported that during a shoulder arthroscopy, the device broke. Broken pieces were removed from patient using tweezers. No back up device was available. No delay or patient injuries were reported.